Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. While inserting the taxus express2 3.0x12mm drug eluting stent, the shaft broke. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is satisfactory.